Manufacturer narrative:
(B)(4).

Event description:
It was reported the healthcare provider stated the stimloc screws did not engage or tighten properly. It was stated the healthcare provider used their own. No further information was reported.